Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump was alarming "air in line". The client shut the pump off causing the patient to miss the 0600h dose. There were no reported adverse events.